Manufacturer narrative:
Addrl1 ipg implanted (B)(6) 2014, 3389s-40 dbs lead implanted (B)(6) 2014, 3708660 neuro extension implanted (B)(6) 2014. 37603 dbs ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart fluttering and shortness of breath. The right atrial (ra) lead exhibited variable thresholds. The right ventricular (rv) lead exhibited oversensing on stored electrograms (egm). The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.